Event description:
It was initially reported to bsc/target that the gdc 18-2diameter synerg detection circuit was defective. On evaluation of the device in 11/2001, it was noted that the main coil had separated from its pusher wire making this complaint an MDR.